Event description:
It was reported the patient received inappropriate therapy and inappropriate antitachycardia pacing therapy. It was noted that the supraventricular tachycardia (svt) discriminators were turned off previously. The svt was turned back on to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.